Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received for both the right hip and the left hip. Right hip revision operative report indicates the following: elevated cobalt and chromium levels; some synovitis of the hip; significant effusion with a rusty-colored fluid; debris was cleared from around the stem. Left hip revision operative report indicates the following: increasing cobalt and chromium levels and some synovitis; hip capsule under pressure; rusty tinged fluid under pressure within the acetabulum; capsule was abnormal; cleaned debris around the capsule. The information received does not change the MDR decision.

Event description:
Bilateral patient was revised to address pain.